Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed that the complaint was unverified, found no issues with rtm charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was caller reported that pt lost about 50 pounds about a year ago and now their implantable neurostimulator (ins) seems superficial than it used to be. Caller stated that last summer, pt began to experience a feeling of heat while charging their ins. Caller stated they checked the recharge diary and it seems as though everything is working as intended. Caller commented that they noticed the pt allows the ins to deplete to 10% and inquired if that could be the reason that the heat occurs. Caller also stated that pt sometimes increases intensity when they are up and moving around about 3 clicks and they noticed they feel heat from the ins. Caller stated the pt thinks heat occurs at all times when pt increases intensity and not just while charging the ins. Caller also mentioned there is discoloration around the ins pocket site, which occurred after the increased heating began. Caller stated pt confirmed that the recharger cord seems to become hot at times. Caller mentioned that pt's hcp will be doing a revision and will be moving the ins pocket. Caller also stated pt is waiting on approval from their insurance company but caller anticipates that the revision will happen within about a month. Troubleshooting was not required. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4). Product type recharger. Event date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was caller reported that pt lost about 50 pounds about a year ago and now their implantable neurostimulator (ins) seems superficial than it used to be. Caller stated that last summer, patient (pt) began to experience a feeling of heat while charging their ins. Caller stated they checked the recharge diary and it seems as though everything is working as intended. Caller commented that they noticed the pt allows the ins to deplete to 10% and inquired if that could be the reason that the heat occurs. Caller also stated that pt sometimes increases intensity when they are up and moving around about 3 clicks and they noticed they feel heat from the ins. Caller stated the pt thinks heat occurs at all times when pt increases intensity and not just while charging the ins. Caller also mentioned there is discoloration around the ins pocket site, which occurred after the increased heating began. Caller stated pt confirmed that the rec charger cord seems to become hot at times. Caller mentioned that pt's healthcare provider (hcp) will be doing a revision and will be moving the ins pocket. Caller also stated pt is waiting on approval from their insurance company but caller anticipates that the revision will happen within about a month. Troubleshooting was not required. The issue was not resolved through troubleshooting. An email was sent to the repair department.